Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device missing a tank cap and all 4-foot rubbers. The tamper seals and labels were intact. There was no evidence of the error recorded in the event history log. The customers reported problem was duplicated. The investigation found that the damaged tank cover was the cause of the issue. For corrective action the tank cover and gasket were replaced. The root cause of the reported problem is unknown. The failure resulted from cracked tank cover. A manufacturing device history record review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.

Manufacturer narrative:
UDI in section is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there is a broken down warmer; beeping signal. No patient injury reported.